Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue first began approximately 2 years ago exact date unknown. On (B)(6) 2013, at an unknown time in the evening, she tested back to back on the subject meter and observed values of "340, 97 mg/dl" performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient manages her diabetes with an unknown type/dose of insulin and is a self adjuster. It is not clear if she made any changes to her usual diabetes management routine in response to the alleged issue. She claimed that within an hour of testing, she became "jittery" and self treated with food/drink at approximately 8pm that same evening. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The subject test strips were in good condition. A control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.